Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial tray.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial tray.

Manufacturer narrative:
Please note the corrections made to the h6 results code, conclusion code, and clinical signs code: the reported event was confirmed, since review of the provided imaging aligns with the information obtained during the investigation. Although the device was not returned, CT imaging was provided. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿there is clear radiolucence and some cavities, as well as cysts visible , here. The implant has migrated proximally and there seems to be a fracture of the bone at the anterior and possibly at the posterior of the implant. This indicates loosening and migration of the tibial component, additionally a periprosthetic fracture. The pe is not visible but there are no signs of loosening or breakage. The talar component, then seems to be in place and intact, although some slight lucence is visible at the peg. It is not loosened, no migration." Based on investigation, the root cause was attributed to a patient factors related issue. The presence of cavities, cysts, and periprosthetic fracture resulted in the implant loosening and the need for revision. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.